Manufacturer narrative:
Due to the corrected information received, this record will be canceled. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received form the customer stating the intraocular lens (iol) is not a suspect product.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed something on the lens after it was implanted. The surgeon is able to remove it. Additional information has been requested.